Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual analysis of the sample, a crease was found in the anterior and extending to the posterior view. Within crease a tear was noted in the anterior view, measuring approximately 0.1 cm. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 375cc mentor memorygel breast implants and experienced postoperative bilateral pain and discomfort. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019. During the explantation procedure, the surgeon discovered that both implants were ruptured. The procedure continued as planned and the 400cc mentor memorygel breast implants (catalog number 3504001bc, left-sided serial number (B)(4), right-sided serial number (B)(4)) were implanted into the patient. This report is for the patient's right-sided device.